Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6), 2006. During post operative monitoring and testing, acetabular cup malpositioning was noted. Peri-prosthetic soft tissue abnormalities typical of a disease other than metal-on-metal reaction including infection and bursitis also noted. Simple fluid noted in the posterior lateral quadrant and interior lateral quadrant: 17.4 x 22.1 x 22.4 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-01831 & 06470).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown or not previously reported in the initial medwatch and to correct information that was reported in error on the initial report. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, acetabular cup malpositioning was noted. Peri-prosthetic soft tissue abnormalities typical of a disease other than metal-on-metal reaction including infection and bursitis also noted. Simple fluid noted in the posterior lateral quadrant and interior lateral quadrant: 17.4 x 22.1 x 22.4 mm. These findings were found due to follow up testing and pain was reported by patient approximately 3 months post-op. There has been no reported revision procedure to date.